Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01766. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2008. At the time of the surgery the patient received one mesh implant into her body (per hospital and operative reports). It was reported that the patient underwent a surgical procedure on (B)(6) 2012. At the time of the surgery the patient received one implant (pubovaginal sling with istop) into her body (per hospital and operative reports).

Manufacturer narrative:
(B)(4). This medwatch report # 2210968-2012-01767 is being voided as it is a duplicate of medwatch report # 2210968-2009-01168. Please see medwatch report # 2210968-2009-01168 for all information regarding this event.